Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, user facility) regarding a driver used for thoracic fus ion. It was reported that the driver broke while trying to place a screw. No fragment touched the patient as it was in the screw and it was removed. Product will be returned. There were no patient symptoms or complications reported as a result of this event. Additional information received from manufacturer representative that the screw came in contact with the patient. Patient information not available